Event description:
Information was received that the cuff to a smiths medical portex bivona flextend¿ tts¿ pediatric tracheostomy tube was found to be asymmetrical. The patient was noted to be unresponsive, dusky in appearance with an oxygen saturation in the 40's. The patient was required to be manually bagged by the nurse and an emergent tracheostomy (trach) change out was required. Upon inspection of the removed trach, the cuff was not symmetrical with it being inflated more on one side. The patient recovered with no further adverse effects.